Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the battery setscrew would not engage when attempting to secure the lead in the new pocket on (B)(6) 2016. There was difficulty with the setscrew moving as it had turned sideways within the implantable neurostimulator (ins) battery and would not turn. Multiple attempts made to realign the setscrew were unsuccessful. It was unknown if any environmental, external, or patient factors may have led to the issue. A new battery was implanted and the impedance check was within normal range. The ins was replaced and would be returned. The issue was resolved at this time and the patient was alive with no injury. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.